Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ data management system, 5 accession numbers were attached to an unspecified number of patient ID(s) in the system. No patient impact reported.